Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Batch # unk. Additional information received: the user did not complain about an insufficiency of staple or cutting line. The instrument head could be removed without complications and the procedure could be continued as planned.

Event description:
It was reported that during an unknown procedure, while removing out of the anastomosis, instrument head remained in the colon. It could be removed. No further information is available. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.